Manufacturer narrative:
(B)(4).

Event description:
Per the clinic, the patient experienced a loss of osseointegration resulting in fixture loss; subsequently on (B)(6) 2019 the patient was sedated (type not reported) and underwent skin revision in order to place a new abutment.